Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to reoperation.

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2013, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The device was deployed in z3. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 94mm. The patient tolerated the initial procedure and discharged from the hospital on (B)(6) 2013. On (B)(6) 2013, the follow up cta showed that the maximum diameter of the aortic aneurysm/lesion was 46mm. On (B)(6) 2015, it was reported that the patient experienced the adverse event related with a descending thoracic aortic aneurysm (distal portion). According to the physician, the event was related with an atherosclerotic degenerative aneurysm and not related to device or procedure. On (B)(6) 2015, the patient underwent the reintervention using a medtronic device (42x38x150). Additionally, a reliant balloon was used to accommodate the endoprosthesis. The control aortography showed that the aneurysm was corrected. No further adverse events have been reported.